Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a high pacing threshold during a routine follow-up and high lead impedance over 4000 ohms. An insulation damage was observed. The lead was abandoned surgically. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.